Manufacturer narrative:
(B)(4).

Event description:
Device was interrogated with an error message stating: pacemaker has had frequent resets. We performed a clear reset log successfully. Upon first interrogation after the reset, another error message stated came up stating: battery depletion detected. A reset was performed and memory dump taken. Device remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The data returned for analysis were inspected. In agreement with the clinical observation, the inspection showed a documented warning message indicating the occurrence of frequent resets. As mentioned in the complaint description, the resets we recleared in the clinic. The returned ram dump data were obtained after clearing of the resets, therefore, no conclusion can be drawn regarding the root cause. As a result of these resets the device switched into the safety backup mode to assure the patient's safety. While in this safety program, the pacemaker is capable to deliver antibradycardia therapies. The warning message regarding the battery status resulted from a temporary higher current consumption of the pacemaker due to the safety backup mode. In the safety backup mode, in order to assure the patient safety, the pacing parameters are chosen in order to cover the widest population of patients, which can lead to a higher current consumption. In this case, the user is notified with a device status error message upon interrogation. This is an expected device behavior. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The available data revealed that the clinical observation resulted from the occurrence of several resets. Based on the information available for analysis the root cause of these resets could not be determined. However, external influences such as strong electromagnetic fields could be taken into consideration.